Event description:
Customer reported one episode of loss of consciousness due to an issue with their freestyle freedom meter. Customer reported experiencing symptoms of dizziness and hot flashes. Customer reported being treated at methodist hospital. Customer also reported drinking orange juice to counteract her symptoms. It is unknown what the diagnosis is.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.